Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure of left leg, after the nail was inserted, surgeon inserted the helical blade. The locking mechanism was in down position and the helical blade would not seat. Surgeon was able to make 3-4 turns backing out locking mechanism. Surgeon then inserted the helical blade and screws to proper position with no further problems to complete the procedure. This is 1 or 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. No conclusion could be drawn, as the part was not received. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)